Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment during the access flow test. The twister was difficult to twist, so the nurse had to forcibly twist the twister and a blood leak occurred. They put the twister back into the original position to stop the leak. A fresenius 2008t hemodialysis machine and fresenius dialyzer were also in use. There was no damage noticed on the combiset. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted with new supplies and treatment completed successfully. There were no issues noted during priming. There were no changes or disruptions in pressure during treatment. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment during the access flow test. The twister was difficult to twist, so the nurse had to forcibly twist the twister and a blood leak occurred. They put the twister back into the original position to stop the leak. A fresenius 2008t hemodialysis machine and fresenius dialyzer were also in use. There was no damage noticed on the combiset. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted with new supplies and treatment completed successfully. There were no issues noted during priming. There were no changes or disruptions in pressure during treatment. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.